Event description:
The customer reported that a pale red/orange fluid was noted coming out of the hose during the cleaning process. There was no report of pt/staff injury associated with this event.

Manufacturer narrative:
Investigation findings: to date the hose has not been returned to the MFR for investigation. A follow-up report will be sent once an investigation has been completed. This type of failure is currently under investigation for a similar reported event. A third party analysis of the stain (orange) from the prior reported event found that the organic (proteins) and inorganic (tap water) components of the orange particulates are present in three enzymatic cleaners used by the customer none of which are used in the mfg process. A final report for add'l analysis is pending.